Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Customer went to emergency room. Blood glucose reading was 455 mg/dl. Customer had symptoms such as vomiting and nausea. Customer was treated with insulin drip. Customer was unable to complete carelink upload. Troubleshooting was declined for high blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.